Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: there were no issues post op, went home. He did well at home. He came back on with abdominal pain. CT showed inflammation around the anastomosis and proximal large bowel obstruction. He had a sigmoidoscopy and barium enema showing a complete blockage. He was taken back to revise the anastomosis. The original anastomosis was just a big inflammatory mass. He had an allergic reaction to anastomosis at site of staple line on 1st and 2nd surgery. Tissue loss: portion of resected bowel on both surgeries then colostomy on 3rd procedure. Tissue damage: staple line cut out and new anastomosis of bowel performed with gia60 on first and 2nd surgery with same result. Third surgery; patient received a colostomy. No blood loss of 500 cc or more. Surgical time not delayed by more than 30 minutes. Surgeon had to suture anastomosis to colostomy to correct the problem. No reinforcement material used. The pt took five or six days to open up. His colostomy is working now but he has some on off cramps. He's still in the hospital.